Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set with no packaging was received for evaluation. Visual examination of the set after decontamination showed no defects. Functional testing of the press on joint vent cap which is located on the universal vented spike 15 drop IV chamber did not reproduce the original complaint of the entire cap assembly coming off when attempting to flip open the lid of the vent cap is not confirmed. Leakage testing was also performed per specification in an attempt to replicate the cap assembly detaching from the IV chamber with passing results. The complaint of the cap assembly detaching from the IV chamber is not confirmed. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during a investigational drug study (blind study drug), the drip chamber vent cap popped out, causing a small drip of chemo to leak. Nurse observed incident and was able to prevent any leakage of medication on patient, family or staff. There was a significant delay in administering the drug because the drug is mixed at another campus and it was over an hour by the time the medication was administered. The patient had a peripheral line. The vent was originally closed when the drug infusion started. The nurse popped the vent open and that is when it dislodged and started leaking. No injuries reported.